Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site and performed the scheduled preventive maintenance (pm) on the unit. Several filters, batteries and o-ring were replaced on the unit as part of the pm service. Fss was not able to duplicate the reported issue with the unit. Fss also carried out the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
While the field service specialist was on customer site to perform the scheduled preventive maintenance on the whitestar signature system, the customer reported to him that when they release the footpedal back to zero (0) position, there is no irrigation from the handpiece, although continuous irrigation was activated at the beginning. And when they then activate the side switch the machine says irrigation off. Per account, this happens intermittent but on almost every case. It was reported that the issue was during procedure. No delays were reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.